Manufacturer narrative:
The serial number and expiration date is not known. Approximate age of device - the mobile power unit is not a single use device. The manufacturing date is not known. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mobile power unit could not be conclusively established. The submitted log files are evaluated under (B)(4). The pump maintained a speed above the low speed limit without issue while the percutaneous lead (driveline) was connected. On (B)(6) 2018 at 10:40:35, the rsoc dropped from the expected ~12v down to ~2.5v in approximately 1 second activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. The hmii patient handbook addresses all alarm conditions including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during review of the submitted log files, the manufacturer found an event on (B)(6) 2018 at 10:40:35 that appears consistent with mobile power unit power loss. The vad coordinator communicated that it was not known what happened during the mobile power unit power loss event on (B)(6) 2018. The patient reported to the account that the mobile power unit was not used, only batteries. The serial number of the mpu was not known. The patient¿s mobile power unit was not returned for analysis.